Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Placement signal issue: the root cause of the placement signal issue was not determined due to inconclusive evidence from the data logs, unreturned product for further investigation, and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
An impella 5.5 device was implanted in a 60-year-old male with post-cardiotomy cardiogenic shock and low cardiac output syndrome (pccs/lcos) to provide temporary mechanical circulatory support via a direct approach. On day 0, an issue was noted involving an inaudible or missed buzzer on the automated impella controller (aic) during support. The pump generated an alarm while positioned in the left ventricle; however, no corresponding audible alarm was observed from the aic. No additional details were provided. Impella support was maintained, and the patient was subsequently weaned successfully. The device was explanted, and the patient survived.